Manufacturer narrative:
The patient's dob and weight are unknown. This information was not available from the facility. Patient information regarding medical history is unknown. This information was not available from the facility. The stellarex device was discarded by the facility, thus no returned product investigation was performed. Per the IFU, balloon rupture is listed as a potential complication of the peripheral balloon.

Event description:
The stellarex device was used to treat a moderately tortuous and severely calcified distal sfa. During inflation at less than 10 atm, the balloon burst. The balloon was removed over the wire and in one piece. The procedure was completed with a new stellarex device. No patient injury reported. This product problem is being submitted per FDA request because the balloon ruptured below rbp.